Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the etco2 waveform does not appear on the display. No patient involvement was reported.